Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus), essure device perforated her uterus and fallopian tubes, migration of essure device location of device: uterus and tissue near rib cage"), fallopian tube perforation ("perforation (fallopian tube(s)), essure device perforated her uterus and fallopian tubes"), device dislocation ("malposition of the device"), intra-abdominal haemorrhage ("severe abdominal bleeding"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy"), seizure ("seizures") and neoplasm malignant ("tissue that doctors removed during my hysterectomy tested positive for cancer") in an adult female patient (para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6) 2010) and automobile accident. Concurrent conditions included tooth pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramps, dysmenorrhea (cramping)"), migraine ("daily migrans"), back pain ("lower back pain"), fatigue ("fatigue"), fungal infection ("numerous yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("severe aching in joints"), contusion ("bruising"), urticaria ("hives"), urinary tract infection ("urinary tract infection"), pain ("a stinging sensation"), chest pain ("chest pain"), headache ("headaches"), heart rate decreased ("abnormal low heart rate"), mood swings ("mood swings"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), irritability ("irritability"), nausea ("nausea,"), insomnia ("insomnia"), seizure (seriousness criterion medically significant), eye disorder ("eye problems"), weight increased ("weight gain"), visual impairment ("vision problems"), bone pain ("severe aching in bones") and bladder disorder ("bladder problems"). In (B)(6) 2010, the patient experienced constipation ("constipation,"). In (B)(6) 2011, the patient experienced syncope ("fainting,") and balance disorder ("balance disruption"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("numbness of the hands and feet"), menstrual disorder ("persistent menstral flow and clotting"), nervous system disorder ("neurological disease"), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with naproxen, ibuprofen, and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, hypoaesthesia, paraesthesia, menstrual disorder, nervous system disorder, dyspareunia, fatigue, fungal infection, arthralgia, contusion, tooth disorder, urticaria, female sexual dysfunction, urinary tract infection, pain, chest pain, heart rate decreased, constipation, mood swings, hot flush, hyperhidrosis, irritability, nausea, abortion spontaneous, insomnia, pregnancy with contraceptive device, seizure, neoplasm malignant, eye disorder, weight increased, visual impairment, bone pain and bladder disorder outcome was unknown and the abdominal pain upper, migraine, back pain, vaginal haemorrhage, headache, alopecia, syncope and balance disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, balance disorder, bladder disorder, bone pain, chest pain, constipation, contusion, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate decreased, hot flush, hyperhidrosis, hypoaesthesia, insomnia, intra-abdominal haemorrhage, irritability, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, nervous system disorder, pain, paraesthesia, pregnancy with contraceptive device, seizure, syncope, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a surgery to remove the essure device. Diagnostic results: in 2010 : x-ray - total bilateral occlusion ¿ told that everything was "good to go" and that both of my fallopian tubes were blocked. Home pregnancy test done on 2011 and 2014 : outcome of pregnancy miscarriage. On (B)(6) 2016 : pap results pap smear descriptive diagnosis: epithelial cell abnormality atypical squamous cells of undetermined significance. Inflammation: shift in flora suggestive of bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus), essure device perforated her uterus and fallopian tubes, migration of essure device location of device: uterus and tissue near rib cage"), fallopian tube perforation ("perforation (fallopian tube(s)), essure device perforated her uterus and fallopian tubes"), device dislocation ("malposition of the device"), intra-abdominal haemorrhage ("severe abdominal bleeding"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy"), seizure ("seizures") and neoplasm malignant ("tissue that doctors removed during my hysterectomy tested positive for cancer") in an adult female patient (para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6) 2010) and automobile accident. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramps, dysmenorrhea (cramping)"), migraine ("daily migrans"), back pain ("lower back pain"), fatigue ("fatigue"), fungal infection ("numerous yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("severe aching in joints"), contusion ("bruising"), urticaria ("hives"), urinary tract infection ("urinary tract infection"), pain of skin ("a stinging sensation"), chest pain ("chest pain"), headache ("headaches"), heart rate decreased ("abnormal low heart rate"), mood swings ("mood swings"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), irritability ("irritability"), nausea ("nausea,"), insomnia ("insomnia"), seizure (seriousness criterion medically significant), eye disorder ("eye problems"), weight increased ("weight gain"), visual impairment ("vision problems"), bone pain ("severe aching in bones") and bladder disorder ("bladder problems"). In (B)(6) 2010, the patient experienced constipation ("constipation,"). In (B)(6) 2011, the patient experienced syncope ("fainting,") and balance disorder ("balance disruption"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("numbness of the hands and feet"), menstrual disorder ("persistent menstral flow and clotting"), nervous system disorder ("neurological disease"), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with naproxen, ibuprofen, surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, hypoaesthesia, paraesthesia, menstrual disorder, nervous system disorder, dyspareunia, fatigue, fungal infection, arthralgia, contusion, tooth disorder, urticaria, female sexual dysfunction, urinary tract infection, pain of skin, chest pain, heart rate decreased, constipation, mood swings, hot flush, hyperhidrosis, irritability, nausea, abortion spontaneous, insomnia, pregnancy with contraceptive device, seizure, neoplasm malignant, eye disorder, weight increased, visual impairment, bone pain and bladder disorder outcome was unknown and the abdominal pain upper, migraine, back pain, vaginal haemorrhage, headache, alopecia, syncope and balance disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, balance disorder, bladder disorder, bone pain, chest pain, constipation, contusion, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate decreased, hot flush, hyperhidrosis, hypoaesthesia, insomnia, intra-abdominal haemorrhage, irritability, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, nervous system disorder, pain of skin, paraesthesia, pregnancy with contraceptive device, seizure, syncope, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a surgery to remove the essure device. Diagnostic results: in 2010 : x-ray - total bilateral occlusion ¿ told that everything was "good to go" and that both of my fallopian tubes were blocked. Home pregnancy test done on 2011 and 2014 : outcome of pregnancy miscarriage. On (B)(6) 2016 : pap results. Pap smear descriptive diagnosis: epithelial cell abnormality atypical squamous cells of undetermined significance. Inflammation: shift in flora suggestive of bacterial vaginosis. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet and medical records : the product, patient and reporter information updated. The events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: severe aching, bruising, a stinging sensation, and hives, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, blood or heart disorder/condition type: chest pain and abnormal low heart rate, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: chronic constipation, hair loss, hormonal changes describe: mood swings, hot flashes, excessive sweating, and irritability, hysterectomy (full), infection (bladder/ urinary tract/vaginal) type: recurring yeast infections and utis, migraines / headaches, migration of essure device location of device: uterus and tissue near rib cage, nausea, neurological conditions or problems type: balance disruption, fainting, pain, perforatio incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation into abdominal cavity ('one essure was found in my fatty tissue near my stomach'), uterine perforation ('perforation (uterus), essure device perforated her uterus and fallopian tubes, migration of essure device location of device: uterus and tissue near rib cage/ second essure coil was puncturing my uterus'), fallopian tube perforation ('perforation (fallopian tube(s)), essure device perforated her uterus and fallopian tubes'), device dislocation ('malposition of the device/ migration of essure-the coil was located on my tailbone'), pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage'), intra-abdominal haemorrhage ('severe abdominal bleeding'), cervix carcinoma ('tissue that doctors removed during my hysterectomy tested positive for cancer/ tumor/ teratoma/ cancer/cervical cancer'), syncope ('fainting,') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 (B)(6) 2002, (B)(6) 2004, (B)(6) 2010, automobile accident and pregnancy with contraceptive device (2011). In 2010 : x-ray - total bilateral occlusion ¿ told that everything was "good to go" and that both of my fallopian tubes were blocked. Home pregnancy test done on 2011 and 2014 : outcome of pregnancy miscarriage. On (B)(6) 2016 : pap results pap smear descriptive diagnosis: epithelial cell abnormality atypical squamous cells of undetermined significance. Inflammation: shift in flora suggestive of bacterial vaginosis. Final pathology consultation report clinical history: dysmenorrhea, menorrhagia with regular cycle specimen: uterus, fallopian tubes findings: normal uterus and bilateral fallopian tubes. Right essure coils present. Left embedded in the omentum gross diagnosis: (b) a metal wire springlike medical device. On 16-feb-2017 computerized tomogram pelvis revealed, 2 metallic densities anterior inferior to the uterus presumed to represent the coils, likely within the inver peritoneal cavity just above the space no acute abnormality of the bowel by noncontrast CT. Concurrent conditions included tooth pain, ovarian cyst, vaginal yeast infection, flank pain, acute vaginitis, itching, burning sensation, cyst, vaginal disorder, numbness, sciatica, vaginal pain, pap smear abnormal and obesity. In august 2010, the patient had essure inserted. In october 2010, the patient experienced vaginal discharge ("vaginal discharge"), menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramps, dysmenorrhea (cramping)"), migraine ("daily migrans/migraines"), back pain ("lower back pain"), fatigue ("fatigue"), fungal infection ("numerous yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("severe aching in joints"), contusion ("bruising"), urticaria ("hives"), urinary tract infection ("urinary tract infection"), pain ("a stinging sensation"), chest pain ("chest pain"), headache ("headaches"), mood swings ("mood swings"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), irritability ("irritability"), nausea ("nausea,"), insomnia ("insomnia"), seizure (seriousness criterion medically significant), eye disorder ("eye problems"), visual impairment ("vision problems"), bone pain ("severe aching in bones"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have heart rate decreased ("abnormal low heart rate") and weight increased ("weight gain"). In december 2010, the patient experienced constipation ("constipation/chronic constipation"). In february 2011, the patient experienced syncope (seriousness criterion medically significant) and balance disorder ("balance disruption"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In april 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In november 2016, the patient experienced alopecia ("hair loss"). In february 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In july 2017, the patient was found to have cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("numbness of the hands and feet"), menstrual disorder ("persistent menstral flow and clotting") and nervous system disorder ("neurological disease"). The patient was treated with ibuprofen, naproxen and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy( bilateral removal of fallopian tubes)). Essure was removed on 21-feb-2017. At the time of the report, the device dislocation into abdominal cavity, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, cervix carcinoma, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, hypoaesthesia, paraesthesia, menstrual disorder, nervous system disorder, dyspareunia, fatigue, fungal infection, arthralgia, contusion, tooth disorder, urticaria, female sexual dysfunction, urinary tract infection, pain, chest pain, heart rate decreased, constipation, mood swings, hot flush, hyperhidrosis, irritability, nausea, insomnia, seizure, eye disorder, weight increased, visual impairment, bone pain, urinary tract disorder and bladder disorder outcome was unknown and the abdominal pain upper, migraine, back pain, vaginal haemorrhage, headache, alopecia, syncope and balance disorder was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, balance disorder, bladder disorder, bone pain, cervix carcinoma, chest pain, constipation, contusion, device dislocation into abdominal cavity, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate decreased, hot flush, hyperhidrosis, hypoaesthesia, insomnia, intra-abdominal haemorrhage, irritability, menorrhagia, menstrual disorder, migraine, mood swings, nausea, nervous system disorder, pain, paraesthesia, pregnancy with contraceptive device, seizure, syncope, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight increased and device dislocation to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a surgery to remove the essure device. This is the main case and it is linked to other pregnancy case- 2018-090330. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram pelvis - in 2014: results: right essure coii to be outside the fallopian tube; on 02-oct-2014: results: no evidence of cysts.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, abdominal pain,acute lower urinary tract infection, vaginal yeast infection, low back pain ,menorrhagia,abdominal pain, cramp, dysmenorrhea,left embedded in the omentum, regular cycle. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs received : event added: she did not undergo essure confirmation test. Event severity added for the event of "severe aching in joints". Event pt term was updated from neoplasm malignant to cervical cancer. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one essure was found in my fatty tissue near my stomach"), uterine perforation ("perforation (uterus), essure device perforated her uterus and fallopian tubes, migration of essure device location of device: uterus and tissue near rib cage/ second essure coil was puncturing my uterus"), fallopian tube perforation ("perforation (fallopian tube(s)), essure device perforated her uterus and fallopian tubes"), device dislocation ("malposition of the device/ migration of essure-the coil was located on my tailbone"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), intra-abdominal haemorrhage ("severe abdominal bleeding"), neoplasm malignant ("tissue that doctors removed during my hysterectomy tested positive for cancer/ tumor/ teratoma/ cancer") and seizure ("seizures") in an adult female patient (para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002,(B)(6) 2004, (B)(6) 2010) and automobile accident. Concurrent conditions included tooth pain, ovarian cyst, vaginal yeast infection, flank pain, acute vaginitis, itching, burning sensation, cyst, vaginal disorder, numbness, sciatica, vaginal pain, pap smear abnormal and morbid obesity. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramps, dysmenorrhea (cramping)"), migraine ("daily migrans"), back pain ("lower back pain"), fatigue ("fatigue"), fungal infection ("numerous yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("severe aching in joints"), contusion ("bruising"), urticaria ("hives"), urinary tract infection ("urinary tract infection"), pain ("a stinging sensation"), chest pain ("chest pain"), headache ("headaches"), heart rate decreased ("abnormal low heart rate"), mood swings ("mood swings"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), irritability ("irritability"), nausea ("nausea,"), insomnia ("insomnia"), seizure (seriousness criterion medically significant), eye disorder ("eye problems"), weight increased ("weight gain"), visual impairment ("vision problems"), bone pain ("severe aching in bones"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). In (B)(6) 2010, the patient experienced constipation ("constipation,"). In (B)(6) 2011, the patient experienced syncope ("fainting,") and balance disorder ("balance disruption"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). In 2015, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("numbness of the hands and feet"), menstrual disorder ("persistent menstral flow and clotting") and nervous system disorder ("neurological disease"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, ibuprofen, surgery (hysterectomy, salpingectomy( bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy( bilateral removal of fallopian tubes)), surgery (hysterectomy, salpingectomy( bilateral removal of fallopian tubes)) and surgery (hysterectomy, salpingectomy( bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, neoplasm malignant, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, hypoaesthesia, paraesthesia, menstrual disorder, nervous system disorder, dyspareunia, fatigue, fungal infection, arthralgia, contusion, tooth disorder, urticaria, female sexual dysfunction, urinary tract infection, pain, chest pain, heart rate decreased, constipation, mood swings, hot flush, hyperhidrosis, irritability, nausea, insomnia, seizure, eye disorder, weight increased, visual impairment, bone pain, urinary tract disorder and bladder disorder outcome was unknown and the abdominal pain upper, migraine, back pain, vaginal haemorrhage, headache, alopecia, syncope and balance disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, balance disorder, bladder disorder, bone pain, chest pain, constipation, contusion, device dislocation, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate decreased, hot flush, hyperhidrosis, hypoaesthesia, insomnia, intra-abdominal haemorrhage, irritability, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, nervous system disorder, pain, paraesthesia, pregnancy with contraceptive device, seizure, syncope, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a surgery to remove the essure device. This is the main case and it is linked to other pregnancy case- (B)(4) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: no evidence of cysts.; in 2014: right essure coii to be outside the fallopian tube in 2010 : x-ray - total bilateral occlusion ¿ told that everything was "good to go" and that both of my fallopian tubes were blocked. Home pregnancy test done on 2011 and 2014 : outcome of pregnancy miscarriage. On (B)(6) 2016: pap results pap smear descriptive diagnosis: epithelial cell abnormality atypical squamous cells of undetermined significance. Inflammation: shift in flora suggestive of bacterial vaginosis. Final pathology consultation report clinical history: dysmenorrhea, menorrhagia with regular cycle specimen: uterus, fallopian tubes findings: normal uterus and bilateral fallopian tubes. Right essure coils present. Left embedded in the omentum gross diagnosis: (b) a metal wire springlike medical device. On (B)(6) 2017 computerized tomogram pelvis revealed, 2 metallic densities anterior inferior to the uterus presumed to represent the coils, likely within the inver peritoneal cavity just above the space no acute abnormality of the bowel by noncontrast CT. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, abdominal pain,acute lower urinary tract infection, vaginal yeast infection, low back pain ,menorrhagia,abdominal pain, cramp, dysmenorrhea,left embedded in the omentum., regular cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: pfs received- new event one essure was found in my fatty tissue near my stomach, urinary problems were added. Concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus), essure device perforated her uterus and fallopian tubes, migration of essure device location of device: uterus and tissue near rib cage"), fallopian tube perforation ("perforation (fallopian tube(s)), essure device perforated her uterus and fallopian tubes"), device dislocation ("malposition of the device"), intra-abdominal haemorrhage ("severe abdominal bleeding"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy"), seizure ("seizures") and neoplasm malignant ("tissue that doctors removed during my hysterectomy tested positive for cancer") in an adult female patient (para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6)2010) and automobile accident. Concurrent conditions included tooth pain. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), menorrhagia ("severe menstrual flow, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("menstrual cramps, dysmenorrhea (cramping)"), migraine ("daily migrans"), back pain ("lower back pain"), fatigue ("fatigue"), fungal infection ("numerous yeast infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("severe aching in joints"), contusion ("bruising"), urticaria ("hives"), urinary tract infection ("urinary tract infection"), pain ("a stinging sensation"), chest pain ("chest pain"), headache ("headaches"), heart rate decreased ("abnormal low heart rate"), mood swings ("mood swings"), hot flush ("hot flashes"), hyperhidrosis ("excessive sweating"), irritability ("irritability"), nausea ("nausea,"), insomnia ("insomnia"), seizure (seriousness criterion medically significant), eye disorder ("eye problems"), weight increased ("weight gain"), visual impairment ("vision problems"), bone pain ("severe aching in bones") and bladder disorder ("bladder problems"). In (B)(6) 2010, the patient experienced constipation ("constipation,"). In (B)(6) 2011, the patient experienced syncope ("fainting,") and balance disorder ("balance disruption"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced neoplasm malignant (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("numbness of the hands and feet"), menstrual disorder ("persistent menstrual flow and clotting"), nervous system disorder ("neurological disease"), abortion spontaneous (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with naproxen, ibuprofen, surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, hypoaesthesia, paraesthesia, menstrual disorder, nervous system disorder, dyspareunia, fatigue, fungal infection, arthralgia, contusion, tooth disorder, urticaria, female sexual dysfunction, urinary tract infection, pain, chest pain, heart rate decreased, constipation, mood swings, hot flush, hyperhidrosis, irritability, nausea, abortion spontaneous, insomnia, pregnancy with contraceptive device, seizure, neoplasm malignant, eye disorder, weight increased, visual impairment, bone pain and bladder disorder outcome was unknown and the abdominal pain upper, migraine, back pain, vaginal haemorrhage, headache, alopecia, syncope and balance disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, alopecia, arthralgia, back pain, balance disorder, bladder disorder, bone pain, chest pain, constipation, contusion, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, headache, heart rate decreased, hot flush, hyperhidrosis, hypoaesthesia, insomnia, intra-abdominal haemorrhage, irritability, menorrhagia, menstrual disorder, migraine, mood swings, nausea, neoplasm malignant, nervous system disorder, pain, paraesthesia, pregnancy with contraceptive device, seizure, syncope, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a surgery to remove the essure device. Diagnostic results: in 2010 : x-ray - total bilateral occlusion ¿ told that everything was "good to go" and that both of my fallopian tubes were blocked. Home pregnancy test done on 2011 and 2014 : outcome of pregnancy miscarriage. On (B)(6) 2016 : pap results. Pap smear descriptive diagnosis: epithelial cell abnormality atypical squamous cells of undetermined significance. Inflammation: shift in flora suggestive of bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device perforated her uterus and fallopian tubes"), fallopian tube perforation ("essure device perforated her uterus and fallopian tubes"), device dislocation ("malposition of the device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), abdominal pain upper ("upper abdominal pain"), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("menstrual cramps"), migraine ("daily migrans"), back pain ("lower back pain"), hypoaesthesia ("numbness of the hands and feet"), paraesthesia ("numbness of the hands and feet"), menstrual disorder ("persistent menstrual flow and clotting"), nervous system disorder ("neurological disease"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, intra-abdominal haemorrhage, vaginal discharge, vaginal infection, abdominal pain upper, menorrhagia, dysmenorrhoea, migraine, back pain, hypoaesthesia, paraesthesia, menstrual disorder, nervous system disorder, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain upper, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, menstrual disorder, migraine, nervous system disorder, paraesthesia, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2017, plaintiff underwent a surgery to remove the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.